Event description:
Initial result for a pt calcium was 6.4 mg/dl. When repeated, the result was 8.9 mg/dl. The account did not report any adverse events associated with the discrepancy. The field service rep found a hole in a vacuum tube on the analyzer and repaired the instrument by replacing the tube.